Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise and low pacing impedance was noted on the right ventricular lead. No intervention has been performed and the patient was stable with no consequences.